Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when the physician was pulling back the dilator, it pulled back the hemostatic valve and blood was coming out of the end of the vizigo¿ sheath. The vizigo¿ sheath was replaced with an agilis sheath and the was resolved. The case continued. The caller stated the location team disposed of everything and nothing is available for return. Additional information was received on 30-mar-2022. It was reported that there was no visible physical damage to the valve/hub prior to use. The white hemostatic valve collapsed into the clear piece of the vizigo¿ when the dilator was pulled back during use. The section that broke was the white hemostatic valve that did not stay in its place when the dilator was pulled back. The hemostatic valve did not break into several pieces. It did become detached from the sheath and was floating within the clear section of the sheath. Air did not enter the patient¿s body. No surgical removal or medical intervention was required. The reporter is unsure what the approximate volume of blood loss was; however, it was small enough that hemodynamics were not compromised and there were no patient consequences.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).